Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set tape was not sticking and eventually fell off on (B)(6) 2026. The infusion set has been in use for less than twenty-four hours. No further information available.